Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implanted lead was part of system revision due to swelling. Reportedly, no infection occurred. No additional adverse patient effects were reported. The implanted lead was explanted.

Event description:
It was reported that this implanted lead was part of system revision due to swelling. Reportedly, no infection occurred. No additional adverse patient effects were reported. The implanted lead was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned for analysis. The complete lead was returned intact and not severed. The setscrew marks were in the correct location on the terminal pin. Electrical continuity testing confirmed the conductors were intact, and a hipot test passed, indicating no electrical shorts between conductors. Visual inspection showed no visible notch next to the sense b electrode and revealed no abnormalities. Analysis of the returned product is not able to provide relevant information for infection-related allegations. This supplemental report is being filed to correct the d9: device avail for eval; d9: device return date; e1: initial reporter phone; e1: initial reporter fax; g2: report source; h2: follow-up type; and h3: device eval by manufacturer. If information is provided in the future, a supplemental report will be issued.